Manufacturer narrative:
Manufacturer reference number: (B)(4). Further patient details were not made available by the account. Additional information has been requested of the account but not yet received. Should new information become available, the file will be updated.

Event description:
According to the reporter; after use and implantation of the device, the patient experienced vaginal discharge 7 to 10 days post-operatively requiring return to the doctor who provided antibiotic treatment. There was no additional blood loss or tissue loss. A reoperation was not required.